Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and central regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The edwards s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario. In this case, the cause of the s3 valve landing too ventricular with subsequence central leak cannot be confirmed. However, it was reported that the left atrium was small and could not accommodate s3 delivery system balloon, causing the s3 valve to move towards the ventricle during deployment. Other risk factors for valve malposition includes a poor coaxial alignment of the valve/delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transeptal tavr procedure for the deployment of a 29mm sapien 3 valve in a failing 21mm mosaic in the mitral position, the s3 valve landed too ventricular and a 2nd 29mm s3 valve was implanted. The coaxial alignment of the delivery system and valve with the mosaic valve was poor. During the deployment, the s3 valve moved significantly ventricular. The s3 valve landed with 30% of the inflow tract in the outflow of the mosaic and had central leak. The s3 valve moved due to the proximal portion of the delivery system balloon being too large for small the left atrium. The balloon pushed off of the atrial septum causing shift of the s3 valve towards the ventricle. A 2nd 29mm sapien 3 valve was prepped with nominal volume (33cc) and advanced across the mosaic and 1st s3 valves. The commander delivery system was inflated with 10cc then deflated, the balloon advanced ventricular within the partially deployed thv. Commander delivery system inflated with 20cc then deflated, the balloon advanced ventricular within the partially deployed thv. Final inflation of the commander delivery system with nominal volume of 33cc. Final position of sapien 3, inflow of the s3 was 10% above the sewing ring of the mosaic. The patient was hemodynamically stable and transferred to ICU. Per the physician, the left atrium was small and could not accommodate s3 delivery system balloon.

Manufacturer narrative:
(B)(4).